Event description:
It was initially reported to our country representative in (B)(4) that a vns patient had high lead impedance dcdc 7. Their generator was programmed off and surgery will be planned. No date has been set at this time. Good faith attempts are underway for further details about the reported event. X-rays were received for review. The generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The arrangement of the electrodes on the vagus nerve appeared to be normal. A strain relief bend was present, but not as specified in cyberonics's labeling as it started long below the anchor tether instead of 3 cm below it. One tie-down was found holding the lead at the upper part of the chest. No strain-relief loop was present. Per cyberonics's labeling, a strain relief bend should be placed starting 3 cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. Part of the lead was behind the generator. There is likely a sharp angle on the portion of lead close to the electrodes but could not be confirmed due to lack of lateral view images. Based on the x-rays images, there is not an obvious cause for the high impedance.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.